Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, after spinning, the surgeon was inaccurate. The site felt that the reference had moved, the site decided to re-spin and confirmed accuracy. The surgeon wanted logs to be checked out to ensure it wasn't a sw issue. Rad tech, surg tech, crna, surgeon, and patient were present for additional spin. It was later confirmed by the representative that the reference frame had moved causing image/accuracy issues. There was a less than 1-hour delay to the procedure and no impact on patient outcome.